Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoinimune response") and hypoaesthesia ("numbness in legs"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder and hypoaesthesia outcome was unknown. The reporter considered autoimmune disorder, hypoaesthesia and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune response") in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included levonorgestrel (mirena) from 2013 to 2014 for bleeding genital. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypoaesthesia ("numbness in legs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infections"), urinary tract infection ("uti"), depression ("depression"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, hypoaesthesia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, depression, fibromyalgia, migraine, headache, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Concomitant drug added. Product indication and lot number added. Events: abnormal bleeding (vaginal, menorrhagia), bladder infections, uti, depression, fibromyalgia, migraines / headaches, bladder or urinary problems or changes, dental problems, nickel allergy, dysmenorrhea (cramping), fatigue, weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoinimune response") in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included levonorgestrel (mirena) from 2013 to 2014 for bleeding genital. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypoaesthesia ("numbness in legs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infections"), urinary tract infection ("uti"), depression ("depression"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, hypoaesthesia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, depression, fibromyalgia, migraine, headache, bladder disorder, urinary tract disorder, tooth disorder, allergy to metals, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), postoperative abscess ('hospitalized for abscess from surgery'), pneumonia ('hospitalized for pneumonia post surgery'), hyperthyroidism ('autoimmune response/autoimmune disorder: hyperthyroid') and coeliac disease ('celiac disease') in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache and hyperthyroidism. Concurrent conditions included overweight. Concomitant products included levonorgestrel (mirena) from 2013 to 2014 for bleeding genital as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2014, thiamazole (methimazole), trazodone hydrochloride (trazadol) since 2014 and vortioxetine hydrobromide (trintellix) since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain ("general pain"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2007, the patient experienced urinary tract infection ("uti"), depression ("depression"), fatigue ("fatigue"), bacterial vulvovaginitis ("bacterial vaginal infection") and anxiety ("anxiety"). In (B)(6) 2008, the patient experienced dental caries ("dental problems: crack teeth, decay, crown would just fall"). In 2008, the patient was found to have weight increased ("weight gain."). In (B)(6) 2008, the patient experienced dental restoration failure ("dental problems: crack teeth, decay, crown would just fall") and tooth fracture ("dental problems: crack teeth, decay, crown would just fall"). In 2017, the patient experienced hyperthyroidism (seriousness criterion medically significant) and coeliac disease (seriousness criterion medically significant). On an unknown date, the patient experienced postoperative abscess (seriousness criterion hospitalization), pneumonia (seriousness criterion hospitalization), hypoaesthesia ("numbness in legs"), cystitis ("bladder infections"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). The patient was treated with antibiotics and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain and pain was resolving, the postoperative abscess, pneumonia, hyperthyroidism, hypoaesthesia, cystitis, depression, fibromyalgia, migraine, headache, bladder disorder, urinary tract disorder, dental restoration failure, allergy to metals, dysmenorrhoea, fatigue, weight increased, bacterial vulvovaginitis, anxiety, coeliac disease, dental caries and tooth fracture outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vulvovaginitis, bladder disorder, coeliac disease, cystitis, dental caries, dental restoration failure, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, hyperthyroidism, hypoaesthesia, menorrhagia, migraine, pain, pelvic pain, pneumonia, postoperative abscess, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received: event autoimmune response pt was updated to hyperthyroidism, dental problem pt updated to dental restoration failure. New events bacterial vaginal infection, anxiety, celiac disease, dental caries, tooth fracture, abdominal pain, general pain, hospitalized for pneumonia post surgery and abscess from surgery were added. Event vaginal bleeding, menorrhagia, pain, uti outcome added. Treatment, concomitant drugs medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), postoperative abscess ('hospitalized for abscess from surgery'), pneumonia ('hospitalized for pneumonia post surgery'), basedow's disease ('autoimmune response/autoimmune disorder: hyperthyroid') and coeliac disease ('celiac disease') in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache and hyperthyroidism. Concurrent conditions included overweight. Concomitant products included levonorgestrel (mirena) from 2013 to 2014 for bleeding genital as well as amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2014, thiamazole (methimazole), trazodone hydrochloride (trazadol) since 2014 and vortioxetine hydrobromide (trintellix) since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain ("general pain"). In (B)(6) 2007, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2007, the patient experienced urinary tract infection ("uti"), depression ("depression"), fatigue ("fatigue"), bacterial vulvovaginitis ("bacterial vaginal infection") and anxiety ("anxiety"). In (B)(6) 2008, the patient experienced dental caries ("dental problems: crack teeth, decay, crown would just fall"). In 2008, the patient was found to have weight increased ("weight gain."). In (B)(6) 2008, the patient experienced dental restoration failure ("dental problems: crack teeth, decay, crown would just fall") and tooth fracture ("dental problems: crack teeth, decay, crown would just fall"). In 2017, the patient experienced basedow's disease (seriousness criterion medically significant) and coeliac disease (seriousness criterion medically significant). On an unknown date, the patient experienced postoperative abscess (seriousness criterion hospitalization), pneumonia (seriousness criterion hospitalization), hypoaesthesia ("numbness in legs"), cystitis ("bladder infections"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). The patient was treated with antibiotics and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain and pain was resolving, the postoperative abscess, pneumonia, basedow's disease, hypoaesthesia, cystitis, depression, fibromyalgia, migraine, headache, bladder disorder, urinary tract disorder, dental restoration failure, allergy to metals, dysmenorrhoea, fatigue, weight increased, bacterial vulvovaginitis, anxiety, coeliac disease, dental caries and tooth fracture outcome was unknown and the vaginal hemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vulvovaginitis, basedow's disease, bladder disorder, coeliac disease, cystitis, dental caries, dental restoration failure, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, pain, pelvic pain, pneumonia, postoperative abscess, tooth fracture, urinary tract disorder, urinary tract infection, vaginal hemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.